Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room not feeling well and with swelling over the cardiac resynchronization therapy defibrillator (crt-d) pocket. It was determined that the patient could have an active infection and the crt-d system was explanted. A replacement leadless implantable pulse generator (ipg) was implanted. Antibiotic treatment was provided. No further patient complications have been reported as a result of this event.